Event description:
The customer stated that they received a false negative hcg result compared to serum testing. There is no report of harm due to this event.

Manufacturer narrative:
Siemens has requested more information for further investigation. The cause of this event is unknown.

Manufacturer narrative:
Siemens has reviewed the information provided by the user and determined the root cause was due to user error. The customer has stated that they are not performing proper maintenance and that the calibration bar was dirty. They have also noted that they are not using proper technique. Urinalysis of the sample gave a moderate result for blood. Per the reagent IFU, bloody samples should not be run.